Event description:
It was reported that the screwdriver broke when tightening a screw into plate. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was confirmed as visual examination of the returned product identified the product is bent at the connecting end. Cosmetic inspection found scratches and wear marks. Part and lot numbers were verified. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.